Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. As of (B)(6)2025, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after completion of a da vinci-assisted left nephrectomy procedure, the patient experienced left hip and left leg muscle spasms postoperatively that has continued for one and a half years. Additionally, the patient also reportedly experienced left hip stiffness and leg pain. The patient chose to use a walker to ambulate. There were no reports of any complications directly related to the nephrectomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional follow-up information obtained from the surgeon: the da vinci-assisted left nephrectomy procedure went well and the complications are not at all related to the procedure performed.